Event description:
This spontaneous case was reported by a physician and describes the occurrence of menorrhagia ("heavy menstrual bleedings") in a female patient who had essure inserted. Other product or product use issues identified: unintentional medical device removal "one essure expulsed during novasure" on (B)(6) 2018. In (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with ablation of endometrium novasure procedure. At the time of the report, the menorrhagia outcome was unknown. The reporter provided no causality assessment for menorrhagia with essure. The reporter commented: essure implanted without problems. While removing novasure device from the patient it was noticed that one essure coil had fastened into novasure´s arm and had got off from fallovian tube. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2017: coils in situ the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: menorrhagia: 803 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of menorrhagia ("heavy menstrual bleedings") in a 47-year-old female patient who had essure inserted. Other product or product use issues identified: unintentional medical device removal "one essure expulsed during novasure" on (B)(6) 2018. In august 2017, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation of endometrium was performed by novasure procedure). At the time of the report, the menorrhagia outcome was unknown. The reporter provided no causality assessment for menorrhagia with essure. The reporter commented: essure implanted without problems. While removing novasure device from the patient it was noticed that one essure coil had fastened into novasure´s arm and had got off from fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in november 2017: coils in situ quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.